Event description:
The surgeon reported via the sales rep that when the cutting block was removed from the distal femur, the pin fell into the wound site. The sales rep added that the pin was removed successfully from the wound and this resulted in a two minute delay to surgery time. No adverse consequences were reported.

Manufacturer narrative:
Additional information has been requested and if received will be provide din a supplemental report.